Manufacturer narrative:
On february 22, 2021 additional information received indicated that the patient underwent bilateral capsulotomy, and bilateral replacements with new unspecified implants. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Suspect device received on november 23, 2020. Additional information received on november 23, 2020, indicated that the device was explanted on (B)(6) 2020. Device evaluation completed on december 3, 2020. During the visual evaluation, an anomaly was observed on the posterior view of the device consistent with a crease / fold. A tear was also observed within the crease / fold, measuring approximately 0.6 cm. The evaluation determined that the loss of shell integrity is consistent with a crease fold deflation of the implant shell, which is a known inherent risk of saline-filled mammary prosthesis. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in a deflation in a later time. Breast implants may also simply wear out over time. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: na. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female who underwent primary breast augmentation with a mentor smooth round moderate plus profile 500cc saline prosthesis experienced right sided deflation post procedure. A physical examination was performed by a physician and deflation was diagnosed. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.